Event description:
It was reported that the syringe 0.3ml 29ga 1/2in 7bag 420cas jp experienced a cracked/damaged needle hub. The following information was provided by the initial reporter: the customer reported about a broken barrel of syringe.

Manufacturer narrative:
H6: investigation summary: customer returned (1) loose 3/10cc syringe. This issue was first noted during the investigation completed under investigation child (B)(6). The returned syringe was examined and exhibited a cracked hub. Customer returned (1) loose 3/10cc syringe. This issue was first noted during the investigation completed under investigation child (B)(6). The returned syringe was examined and exhibited a cracked hub. Bd was able to confirm the customer¿s indicated failure. Root cause: maintenance dispatch (l2l) #(B)(6) was opened on (B)(6) 2020 for bags not sealing properly and damaging parts. Plungers falling out of the dial. The screw was out of adjustment. Corrective action: replaced regulator for the air cooling on the back jaw, replaced the knife as it had some broken teeth, replaced leaking air fittings on the front jaw firing cylinder.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe 0.3ml 29ga 1/2in 7bag 420cas jp experienced a cracked/damaged needle hub. The following information was provided by the initial reporter: the customer reported about a broken barrel of syringe.